Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue of loose connector part/rattling was not confirmed, however, evaluation found the adhesive around objective lens was peeled off. This condition was attributed due to degradation, (deterioration or breakage of the adhesive (chemical stress / physical stress). Furthermore, the following defects were identified during device inspection: due to a pinhole on universal cord, water tightness is lost. A-rubber (insertion section) has a scratch. Adhesive on a-rubber (adhesive connection) has a chip. Insertion pipe found deformed. Due to deformation of insertion pipe, connection between bending section and insertion pipe found not secured. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to deformation of bending tube, angulation lever does not move smoothly. Scratch found on light guide cover, video connector, right/left plate, lg connector, up/down plate, control unit. Crack noted on video connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "loose connector part" , rattling of connector. No harm was reported. No patient harm, no user injury reported. Device evaluation found the adhesive part of the objective lens has come off. This report is being submitted due to the finding of the adhesive part of the objective lens has come off (deterioration, defects of the objective lens, peeling of f/breakage of the adhesives) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct b5/d5/d10. Information in b5/d10 was inadvertently omitted from the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 4. Inspect the covering of the bending section for excessive sagging, swelling, dents, scratching holes, any protruding metal wire from inside, or other irregularities. 5. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. (Figure 3.4) 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. (Figure 3.5) 8. Wipe the video connector, including the electrical contacts, using a gauze. Also confirm that the electrical contacts are completely dry and clean." Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected before use.